Event description:
It was reported that the customer received multiple auto-off alarms at night while sleeping. Customer's blood glucose level was elevated. During troubleshooting with tandem technical support, auto-off feature was discussed. Contact understood that auto-off alarms occurred due to no interaction with the pump for 12 hours.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.